Manufacturer narrative:
Clarification to h.6. Type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: a2, a4, b1, b5, c1, d1, d4, d6a, h4, h6, h8.

Event description:
Additional information reported patient was injected with 1ml of juvéderm® voluma¿ with lidocaine under eye area. Symptoms occurred 3 years after injection date.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ with lidocaine in the circles under the eyes. About two years and four months later, patient presented with nodular formations compatible with granuloma. The granuloma was confirmed with MRI and ultrasound about a month later in the left infra-orbital region.

Manufacturer narrative:
Corrected data: d6a.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ with lidocaine in the circles under the eyes. About two years and four months later, patient presented with nodular formations compatible with granuloma. The granuloma was confirmed with MRI and ultrasound about a month later in the left infra-orbital region.